Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed and cannot be fully analyzed due to the returned lead was incomplete. As received, the returned terminal end lead segment passed isolation resistance testing. The cause of the reported event remains unknown.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that during a surgical procedure on (B)(6) 2021, the lead was unable to be explanted completely. In turn, a piece of the lead was left in the patient.